Event description:
The customer was hospitalized for high bgs. The doctor felt that it was not pump related. The customer had given manual injections and the bgs did not come down. The parent stated that the pump was functioning properly at that time.